Event description:
It was reported that during a laparoscopic prostatectomy procedure the first clip closed fine , but the second and third clip would not secure on the vessel. The clips did not close correctly. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the (B)(4) device found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon evaluation of the device, difficulties to fire it were noted; however, seven clips with gap and five conforming were fed. The lockout mechanism was found to be non-functional. In order to evaluate the device's internal components, it was disassembled. Upon disassembling of the device, the latch was found broken and lose inside, leading the difficulties noted during firing. A possible cause of the found condition of the latch is that a premature lockout occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.